Event description:
This is a patient who has chronic atrial fibrillation and underwent a pacemaker implant 6.5 years ago. The patient then underwent atrial ablation six months later. Four and a half years ago, the pacemaker was switched out for crt-d. Six months after this implant he had a revision of his defibrillator lead. Both the defibrillator procedures were done at an outside facility. Approximately one year ago, he underwent explant of crt-d generator and implantation of new generator and electrophysiologic testing of left ventricular lead and right ventricular lead. Notes from the pre-op cardiac consultation: this gentleman needs his lead extracted and a new ventricular paced, ventricular sensed, inhibited (vvi) crt-d implanted. His device is boston scientific device, which is on an advisory because of interface problems with the header in the lead, but was a subcutaneous implant. It is difficult to ascertain whether or not the patient's recalled medtronic sprint fidelis lead is responsible for his oversensing and inappropriate anti-tachy pacing (atp) therapy or whether this is, indeed, problem of the interface between the lead and the header of the device. Consideration will be given to removal of the device as well as lead replacement at the time of surgery.today he underwent the an explant of the crt-d generator and implantation of a new generator, laser lead extraction of a recalled, sprint fidelis right ventricular lead.of note, during the procedure see the following notes taken from the operative note: "we cannulated the right common femoral vein and advanced the guidewire, followed by a dilator and introducer. Through this, we advanced the temporary pacing catheter under fluoroscopy into the floor of the right ventricle. Satisfactory pacing parameters were measured and lead position was stable. The lead was secured to the introducer. The patient was paced with this throughout the remainder of the procedure and at the conclusion of the procedure, this catheter was removed. We returned to the pocket in the left chest wall and began to dissect the lead with the intention of extracting it. The device was exteriorized, but remained connected. We then suddenly noticed that the device, which had been turned off had apparently converted to the safety mode and now began to shock the patient and indeed shocked him into ventricular fibrillation twice. This required external defibrillation and I hastily disconnected the lead from the device and removed the device from the operative field to the back table. This safety mode activity on behalf of this device without direct contact electrocautery convinced me that this device needed to be removed and replaced along with the recall sprint fidelis lead."manufacturer's response - boston scientific:six days after the procedure, the rep from boston scientific said the patient was in to have the sprint fidelis medtronic lead removed due to increased impedance over the last few pacer checks. The boston scientific crt-d (they were told it was turned off) had been removed from the left chest and placed on the right chest. When the md was using the electrocautery, the defibrillator fired. This needs to be analyzed. Ten days after the explant, the rep from boston scientific checked the crt-d. It did show some damage from the electrocautery; this leads him to believe the unit was shut off at the time.